Event description:
Caller alleged imprecision with inratio meter. Results as follows: pt 1, date: (B)(6) 2010, inr: 6.7, 2.8, 2.9. Pt 2, date: (B)(6) 2010, >7.5, 3.4.

Manufacturer narrative:
Investigation pending.